Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end of the cylinder. The first cylinder passed the leakage test. The second cylinder was microscopically inspected and had wear at fold in the proximal end of the cylinder. The second cylinder had a pin hole in the proximal end of the cylinder from sharp instrument. The second cylinder did not pass the leakage testing due to a pinhole leak from sharp instrument in the proximal end of the cylinder. The momentary squeezed pump passed the visual inspection, the leakage and functional testing. The spherical reservoir passed visual inspection and leakage test. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The ipp was explanted and replaced. There were no patient complications reported.